Manufacturer narrative:
The portascan ultrasound bladder scanner and battery pack, with this problem, was sold only in (B)(6), not in the USA, between 2001 and 2007. The product as later re-designed in 2007 and gained 510k (k033906) and sold in the (B)(6) and the USA as portascan+. This newer unit had a battery pack using the same case but modified with a key way, so the older battery pack would not fit the newer version of portascan+. The battery pack used within the newer portascan+, as sold in the USA, used different electronics and a pcb thermal cutout had been added for extra over heating protection.

Event description:
Battery pack overheated when on charge. Customer had removed the battery pack from the device to charge the battery pack but had used the wrong charger with a higher output voltage. The effect of the failure was to cause burning around the contact area with slight distortion in the battery pack case. No further incidents have occurred.